Manufacturer narrative:
Unable to perform displacement test due to missing reservoir tube o-ring. The reservoir does not stay locked in due to missing reservoir tube o-ring. Device power up properly after battery installation. Device received with operating currents within spec. Device passed self test. Insulin pump trace download analysis confirmed the pump alarmed power error and low battery alert. The power management tool confirmed power error and low battery alert was triggered when the backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly. Device received with cracked reservoir tube lip, minor scratches on case, pillowing keypad overlay, faded serial number label, cracked retainer, corroded battery tube and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had frequent power error detected alarm. The customer¿s blood glucose was 135 mg/dl. Customer states receives power error frequently then pump shut off. Customer didn't report any issue leading to the reported issue. Advised to discontinue using of pump and revert to backup plan per. The insulin pump will be returned for analysis.